Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit resolved the issue.

Manufacturer narrative:
A finding of incorrect speed setting on compact flash was found and the root cause was concluded to be rc064-01 compact flash-error 5. A review of the DHR was performed for batch #6243387 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed. The patient electronic unit receiving an error 5 message was confirmed and the root cause was concluded to be compact flash-error 5.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Updating the unit via merlin.net resolved the issue.